Event description:
The patient's mother reported the patient was unable to connect the pod to the personal diabetes manager (pdm) and went into hyperglycemia. The patient's blood glucose (bg) levels rose to 32 mmol/l (576 mg/dl) and the patient was taken to the hospital. The patient received fluids intravenously for treatment. The patient was discharged after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.